Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they woke up last night and felt like they were being shocked. Patient said they felt like little shots coming through their body. Patient asked if it was possible that the sensation was from the ins device in their back. Agent reviewed information. Patient mentioned they turned their stimulation off yesterday when they started to feel the shocking sensation. Patient confirmed their stimulation was turned on during the call. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.